Event description:
It was reported that an exactamix syringe inlet had particulate matter in the packaging or on the inlet. This was observed while checking the stock, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection was performed. Which identified a dark spot particle on the white inlet connector. The reported condition was verified. The cause was most likely inherent to contamination during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.